Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 363 mg/dl confirmed by a fingerstick of 309 mg/dl while using the ilet system; the user had exercised earlier, had recently changed all infusion supplies, inspected for leaks, kinks, and bubbles with none observed, declined live assistance, and later reported glucose returned to range. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization and resolution with user-led troubleshooting. Investigation included customer follow-up and education on replacing infusion components and verifying the infusion set and line. Investigation of this case revealed no alerts or alarms from the device and no confirmed device or component malfunction; the event was assessed as hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted. Event summary.